Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. The event date is unknown.

Event description:
It was reported the patient had been experiencing pain at their ipg site. As a result, the patient's scs system was explanted to address the issue.